Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was 407 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 132 mg/dl. Troubleshooting could not be completed as the customer did not have a tubing clamp available. Customer reported that she had a blood glucose level of 600 mg/dl the week prior to the call. The insulin pump was not replaced or returned for analysis.